Manufacturer narrative:
(B)(4).

Event description:
It was reported during lead extraction the ventricular lead had an externalized conductor confirmed via fluoroscopy. The lead was extracted. The lead was electrically stable and the patient had not received any adverse consequences.